Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed for the material number cad_8100 as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 track wise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 npi. Failing pressure calibration on a few units. Had bio med cycle power on the 8015 and put into maintenance mode using the tamper switch. If units still failing calibration the logic board would have to be replaced. Ir (B)(4).